Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 550 mg/dl. A correction bolus was delivered to address bg level.